Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. Patient sid was truncated and is (B)(4). No further patient information is available. Customer phone number is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer generated falsely elevated potassium results for one patient. The customer uses the normal range 3.5 to 5.1 mmol/l. The following information was provided: (B)(6) 2021 sid (B)(6) initial result 9.37mmol / l, repeat on another analyzer 4.8mmol/l no impact to patient management was reported.

Manufacturer narrative:
Component code: g03001. D8 was this device serviced by a third party? No. The ticket search determined that there is normal complaint activity. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Review of manufacturing records was completed; no related records nonconformances or deviations were identified. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency was identified.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.